Event description:
This care was reported by a lawyer and verified via medical records and described the occurrence of heavy metal poisoning in an adult female pt who used poligrip denture adhesive cream for dentures. The pt's past medical history included kidney stone. Concurrent medical conditions included hypertension. In the complaint, the reporter (lawyer) alleged that the complainant, an adult female, experienced heavy metal (zinc) poisoning and neurologic insult as a result of absorption and ingestion of poligrip. A physician or other health care professional has not verified this report. The outcome of the events is unk. Medical records received to date revealed the following: in 2002 the pt started using poligrip (dental). In early 2003, the pt began having headaches, dizziness, vertigo, rash, tinnitus, and numbness in her right foot and leg. MRI at that time showed disc desiccation at l3-l5 and l4-l5. The pt continued to suffer from headaches and numbness, and also began to notice a facial dropping of her eye. In 2003, the pt was examined by a physician, who ordered an MRI along with heavy metal urine panel. MRI was normal, and the pt was found to have elevated zinc levels in her urine. The pt developed speech and facial weakness during this time, as well as difficulty swallowing. Neurological exam at the time showe some decreased coordination and a decrease in vibratory sensation and pinprick. The pt was advised at the time not to work until the "zinc poisoning issues were resolved." The pt's symptoms continued, and a second urine sample in 2003 again showed excess levels of zinc in the urine. Two days later, the pt was seen in the emergency dept with intense headaches, difficulty walking, tightness of the throat, and trouble breathing. Urine samples in 2005 and 2003 again showed elevated zinc levels. In 2003, the pt's workplace was investigated by osha, which failed to find any possible sources of zinc exposure. The pt's drinking water was also tested for elevated zinc levels, and these tests were all found to be normal. The physician's impression was "zinc poisoning secondary to poligrip denture adhesive cream, resulting in toxic encephalopathy" and peripheral neuropathy. The pt was initially treated with pyridostigmine bromide (mestinon), but this was discontinued due to cholinergic side effects. The pt was placed on social security disability due to " the documented decline in her health as a result of zinc poisoning." This case was assessed as medically serious by gsk.